Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial and the left ventricular leads had no capture. The leads were capped and replaced. No patient complications have been reported as a result of this event.